Manufacturer narrative:
Follow-up #1 (B)(4) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: no activity related to the complaint was found in the black box. The pump and battery were returned and showed no signs of physical damage or evidence of overheating. The pump was powered on and exercised for one hour without overheating or alarms. The pump electrical current draws were tested and found to be within specifications.

Event description:
The patient reported that on (B)(6) 2011, she changed the battery and the old battery was very hot. She denied any temperature changes to the pump, and there was no reported injury. The patient denied any damage or corrosion to the battery cap and compartment, and denied exposing the pump to water or moisture. She confirmed that the battery cap was secure to the pump, and stated that the battery cap had been changed within the past three months.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.